Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be removed by reprocessing, as it is adhering to an area that was not external surface of the device. However, the cause of the event is likely due to light guide (lg) lens glue was peeled by physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used, resulting in the humidity may have been invaded inside the lg-lens and caused corrosion. Therefore, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
Upon receipt inspection of the returned loaner duodenovideoscope, it was noted that inside of the light guide lens was dirty. There was no complaint from customer and no patient involvement.

Manufacturer narrative:
There were few additional findings. The insertion tube plastic cover had a scratch. The adhesive on the bending section cover was worn out. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.